Manufacturer narrative:
The insulin pump had unresponsive buttons due to moisture damage on keypad trace. Analysis was unable to perform the operator currents to verify the unexpect low battery alarm and battery out limit alarm due to keypad damage. The insulin pump was received with a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 74 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.